Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and had a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear the alarm. Customer stated that there was no response from any button. Customer stated that the down arrow button does not respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify a broken force sensor was detected during seating or regular delivery due to unresponsive buttons.